Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of glenoid loosening related to a combination of the patient's age, bone quality, and implant placement.

Event description:
Index surgery: (B)(6) 2010. Revision of left shoulder components due to a loose glenosphere with a broken screw. Infection likely. Surgeon states event is unlikely related to devices. This event report was received through clinical data collection activities.